Manufacturer narrative:
(B)(4). Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tg3720/7284631. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a dissecting thoracic aortic aneurysm measuring 74 mm in diameter; and was implanted with two gore® tag® thoracic endoprostheses (tg3720/7284631 and tg4020/7046357). The devices were advanced and deployed using a gore® introducer sheath with silicone pinch valve without issue. The patient tolerated the procedure.